Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on unknown date. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump had parse failure. No further patient complications were reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump received with flashing medtronic logo. Unable to perform self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The insulin pump was cut open to perform visual inspection and found no physical or moisture damage on [electrical board a 1 / electrical board a 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. The pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails were noted during visual inspection. The insulin pump failed to download history files and traces and flashing medtronic logo isolated to the electronic assembly. Unable to verify customer alleged for high blood glucose, low blood glucose and diabetic ketoacidosis. Unable to verify pump error 23 alarm due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.